Manufacturer narrative:
The reported event was that the lead could not be fixed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix was clogged with blood. After cutting, cleaning, and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient had no adverse consequences.